Manufacturer narrative:
The customer's product has been requested back, and a supplemental report will be sent once investigation is completed.

Event description:
A customer reported that at 1030 am on (B)(6)2010 they attempted to test and their adc meter would turn on with button but not with strip insertion. They then reported that while at the pharmacy at 2pm the same day, they experienced symptoms of "low blood glucose" and "fell to the floor" after losing consciousness. Paramedics were not called and customer was not seen at a health care facility. Customer reported eating sugar and glucose tablets to stabilize their blood glucose. There was no report of death or permanent impairment associated with this complaint.